Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop the morning of (B)(6) 2025, along with several speed ramp downs previously. The patient was connected to the power module at the time, however not using an ungrounded cable. The patient had a history of pump stops in the past due to driveline fracture on the patient side. Log files captured several low speed events in the early morning hours on (B)(6) 2025, which all occurred while using the power module. Additionally, a lone pump stop was noted at 0610 on (B)(6) 2025 again while using the power module. The patient was placed on an ungrounded cable and had an additional pump stop on (B)(6) 2025 at 1938. Technical services (ts) stated that due to the driveline damage being likely internal and a driveline repair having already been performed, a pump exchange could be required if the patient was eligible. The site discharged the patient home, as the patient was not a pump exchange candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 18jul2025 that the cause of the low speed events was identified as the patient not using an ungrounded cable. The events resolved after the patient began using an ungrounded cable. At the time of the event, the patient reported experiencing shortness of breath.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events from 17jun2025 through 20jun2025. Low speeds and a pump stop were captured on 19jun2025 and 20jun2025 while the system was connected to a grounded power source (the power module). The events appeared to resolve when the system was solely supported by battery power. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii lvas patient handbook, rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.